Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the display of the insulin pump was blank and also reported label damage issue. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. Product labels reported as missing, removed, worn, faded, or damaged following usage." No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a serial number label missing. Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump. In further review of the formatted history file 1 week prior to the event date of 28-apr-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2025 22:31:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Low battery alert was found on: (B)(6) 2025 05:29:00.000. Insert battery alarm was found on: (B)(6) 2025 00:56:53.000. (B)(6) 2025 02:28:23.000 to 04/28/2025 02:43:00.000. (B)(6) 2025 04:51:08.000 to 04/28/2025 04:57:57.000. (B)(6) 2025 05:04:06.000 to 04/28/2025 05:39:14.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2025 04:51:14.000 to 04/28/2025 04:58:04.000. (B)(6) 2025 05:04:07.000 to 04/28/2025 05:39:12.000. Power loss alarm was found on: (B)(6) 2025 04:54:50.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Upon checking on the power data, low battery alert has unloaded vaa voltage (battery voltage) of 1.590v and power loss alarm has unloaded vaa voltage (battery voltage) of 1.596v. The customer is using a good battery. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Unexpected power loss and low battery alert were confirmed due to corrosion on the pcba 1 and pcba 2. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Cosmetic damage was confirmed at the serial number label of the pump during analysis. The pump passed all the required testing. Customer alleged for blank display was not confirmed. However, unexpected power loss and low battery alert were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.